Event description:
It was reported that during the third-year follow-up visit, the patient reported being unable to run therapy and an increase in back pain and dysfunction since being unable to run therapy. The therapy manager confirmed that both leads have a progression of out-of-range/high-impedance failure. The patient was then scheduled to undergo revision surgery to replace both leads. During the procedure, it was noted that the leads appeared to be fractured. Both leads were removed, and two new leads were implanted without complications. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that during the third-year follow-up visit, the patient reported being unable to run therapy and an increase in back pain and dysfunction since being unable to run therapy. The therapy manager confirmed that both leads have a progression of out-of-range/high-impedance failure. The patient was then scheduled to undergo revision surgery to replace both leads. During the procedure, it was noted that the leads appeared to be fractured. Both leads were removed, and two new leads were implanted without complications. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
(B)(4). The lead assemblies were returned and evaluated. No functional testing can be performed. The leads were received and cut into two segments. A visual inspection confirmed that the coil wires were fractured. The analysis confirmed that lead conductor fractures caused the high impedance condition observed with both implantable stimulation leads. A review of the implant images revealed improper implant technique.